Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event involved a secondary set, secure lock, 34 inch with IV set hanger that leaked unspecified chemotherapy during infusion. The patient¿s mother notified the nurse of a leak of chemotherapy from the tubing set. On inspection, the nurse found that chemotherapy leaked from the closed vent and around the closed lid. It was reported that the solution container was discarded and the patient did not received her full dose of chemotherapy.